Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the 'device alarm shut down but will not turn off.' There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl confirmed the "check clutch/reverse" error, and the cause was a faulty motor. It was also found that the potentiometer was not working properly. The cause of the customer reported problem of the device alarm shut down but the pump not turning off was a faulty radio printed circuit board assembly (pcba). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the right and left clutch, clutch spring, motor, potentiometer, and pcba, and the reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.